Manufacturer narrative:
The handpiece was received by the manufacturer, however, the complaint could not be replicated. Based on the quality investigation, some internal components were found to be worn, so various components were repaired or replaced. The handpiece was returned to the customer.

Event description:
It was reported that the handpiece continued to run when the trigger was no longer activated. There was no report of patient or user injury, or any adverse consequences associated with this event.